Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface and gib board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed communication error message resulted in an intermittent no boot situation and hence a loss of functionality. There is no report of death or serious injury.